Event description:
Alleged deflation.

Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. A crease fold failure was observed on the outer shell resulting in a leak.

Event description:
Deflation resulting in explantation.

Event description:
Alleged deflation.

Manufacturer narrative:
Deflation reported as the reason for complaint. Unable to confirm deflation. Device not availble for evaluation due to not explanted. Updates/corrections made to sections d6b, g3, g6, h2, h3, h6, h10.